Event description:
Case description: this case was reported by a consumer via interactive digital media and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr. Best hoch-tief) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best hoch-tief at an unknown dose and frequency. On an unknown date, an unknown time after starting dr. Best hoch-tief, the patient experienced foreign body in throat (serious criteria gsk medically significant), vomiting, discomfort and product complaint. The action taken with dr. Best hoch-tief was unknown. On an unknown date, the outcome of the foreign body in throat, vomiting, discomfort and product complaint were unknown. The reporter considered the foreign body in throat, vomiting and discomfort to be related to dr. Best hoch-tief. Additional information; the adverse event report was received from a consumer via email (interactive digital media) on 22-mar-2021. The consumer reported "for a long time, I have noticed that bristles keep falling off while brushing my teeth and are sometimes very annoying to remove in the mouth area. This morning I had a bristle draped over my throat and it was only after I vomited that the bristle was gone. That was very uncomfortable". Follow up details; follow up information was received on 25-mar-2021 from quality assurance department regarding complaint 01856509 (issue numbers) for unknown lot number. The review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. Based on the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened, and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. No manufacturing error has been detected. The investigation report concluded that complaint stands unsubstantiated. Follow up details; follow up information was received on 01-apr2021 from quality assurance department regarding complaint (B)(4) (issue numbers) for unknown lot number. No new information was added to the case. Follow up details; the lot number s0234422d was updated. Follow up information was received on 27-may-2021 from quality assurance department regarding complaint (B)(4) (issue number) for s0234422d lot number. The toothbrush has very heavy traces of usage (deep scratches, deformed bristle field). The production documents and test reports where checked, no deviations were documented. Also, the review of shift logs offered no deviations. The product review offers no deviation. The toothbrush has been manufactured according to the specifications. The toothbrush looks like have been used for too long or for something else than for brushing teeth. The investigation report concluded that complaint stands unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).

Manufacturer narrative:
Argus case ID : (B)(4).

Event description:
Bristle draped over my throat [foreign body in throat], vomited [vomiting], very uncomfortable [discomfort]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr. Best hoch-tief) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best hoch-tief at an unknown dose and frequency. On an unknown date, an unknown time after starting dr. Best hoch-tief, the patient experienced foreign body in throat (serious criteria gsk medically significant), vomiting, discomfort and product complaint. The action taken with dr. Best hoch-tief was unknown. On an unknown date, the outcome of the foreign body in throat, vomiting, discomfort and product complaint were unknown. The reporter considered the foreign body in throat, vomiting and discomfort to be related to dr. Best hoch-tief. Additional information; the adverse event report was received from a consumer via email (interactive digital media) on (B)(6) 2021. The consumer reported "for a long time, I have noticed that bristles keep falling off while brushing my teeth and are sometimes very annoying to remove in the mouth area. This morning I had a bristle draped over my throat and it was only after I vomited that the bristle was gone. That was very uncomfortable". Follow up details; follow up information was received on 25-mar-2021 from quality assurance department regarding complaint (B)(4) (issue numbers) for unknown lot number. The review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. Based on the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened, and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. No manufacturing error has been detected. The investigation report concluded that complaint stands unsubstantiated. Follow up details; follow up information was received on 01-apr2021 from quality assurance department regarding complaint (B)(4) (issue numbers) for unknown lot number. No new information was added to the case.